Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) called the clinician to report hearing tones being emitted from the device.